Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, dyspnea, nausea, and restenosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the patient underwent stenting for restenosis of the previously placed stent. It should be noted that the IFU states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Device (B)(4): indication for use. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2008, the patient was implanted with a (B)(4) study stent successfully in a 90% stenosed distal left circumflex (lcx), and was discharged on (B)(6) 2008 on aspirin and clopidogrel. On (B)(6) 2008, the patient presented to the hospital suffering from a non-st myocardial infarction and underwent stenting for restenosis of the previously placed (B)(4) study stent with an 3.0x18 mm promus stent. On (B)(6) 2011, the patient presented to the hospital suffering with unstable angina and chest pain radiating to the left shoulder and jaw associated with nausea, shortness of breath and diaphoresis. Angiography revealed that the promus stent had restenosed and required treatment with a xience v stent. The event is considered resolved without residual effects. No additional information was provided.